Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 6:46pm and the last bolus delivery occurred on (B)(6) 2016 at 4:53pm. For (B)(6) 2016 (B)(4) units was reflected in both the bolus history and in the total daily dose history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a (B)(4) unit per hour basal rate; the pump histories correctly reflected (B)(4) units at the conclusion of the 24 hour test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A (B)(4) unit normal bolus and a (B)(4) unit audio bolus were successfully performed and accurately recorded in the pump history. The pump performed within required specifications; the complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) less than 40mg/dl associated with an inaccurate delivery issue. There were no reported signs or symptoms of hypoglycemia. There was no indication that the patient received any treatment above and beyond the usual routine of diabetes care and management or assistance of a third party to treat the low bg. The reporter stated that the basal history did not match the active basal program and that there were several boluses recorded in the pump that had not been programmed by the user. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged discrepancy in the basal and bolus deliveries.